Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion in the distal rca with 50% stenosis. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent caught on calcification and dislodgement occurred during delivery to the lesion. The stent moved away from the vessel and therefore no attempts were made to remove the stent. The stent remains in the patient with no injury to the patient.